Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported distortion issue could not be confirmed. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported distortion and subsequent delay remains unknown.

Event description:
During a premature ventricular contraction (pvc) case, distortion and kinking were noted on the catheter during the procedure. Additionally, shifting of the map and other catheters occurred during the case which caused a clinically significant delay. Troubleshooting involved using electrode reference (not system patch), decreasing enguide responsiveness, taking new respirations constantly (along with performing realignments as needed and leaving update resp comp off), trading out the green-yellow cable, and evaluating patch and grounding pad placements (moving and adding if deemed necessary). However, none of this mitigated the issue, so a new ablation catheter was used to continue the procedure. The procedure was finished once it was decided that the pvc focus point was most likely epicardial in origin and the pvcs were not treated. Instead a cardiac MRI will be done moving forward prior to more decisions and steps being made.